Event description:
Per the clinic, the patient experienced a head injury resulting in a magnet dislodgement. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on october 27, 2021.